Event description:
On an unk date, it was reported that the unit was sparking during the operation. It was switched off immediately. Pt injury was unk.

Manufacturer narrative:
Based on the reported information and the evaluation of the unit, the findings were as follows: during the investigation of the device, it was observed that the dual 24 power supply was defective (valleylab model). It had been replaced by a new model. The console had a new power supply installed with the functional and safety tests completed. The valleylab DHR was reviewed with no issues found. The root cause was undetermined. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.